Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the stopcock broke and was observed to be brittle. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was a complete break observed. There was no damage to the packaging, and no other device in the package was affected. The break occurred during a circuit procedure (not while it was running on the patient, but while they were clamped off). The customer has also had them break during circuit assembly, and advised team to replace all stopcocks with the ones used in-house. There was no blood loss observed due to the break, as it was during a period when they were off support.